Event description:
It was reported that insulin from the reservoir leaked and the customer was experiencing high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected three sealed reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly was observed during the analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.